Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. While the patient was on support, they went into ventricular tachycardia/torsades and the patient was shocked. The impella was repositioned. Additionally, the patient had a large hematoma at the access site. The team decided to replace the impella to the opposite femoral artery.

Manufacturer narrative:
The investigation for the reported ventricular fibrillation (vf) and access site bleed has been completed. Neither the device nor sufficient clinical information was returned for evaluation. The root cause of vf and access site bleed could not be determined as the device was not returned nor sufficient clinical details. Added- h6 component code 925 f6/f8 should have been left blank in the initial report.